Event description:
A company representative (rep) reported on (B)(6) 2016 stating that the patient felt jolts all over their body and sometimes their arm would move. The patient would feel the jolts at random, and the jolts weakened over time if the therapy was turned off, but it would remain for a couple of hours. The location of stimulation in their hip and lower had not changed, but the sensation was not as "high" as before, noting that the patient had to turn stimulation up for the same effect. Impedance measurements were taken, and electrode impedances were from 786 to 903 ohms. Group impedance was 454 ohms at 7.478 ma. The patient was programmed to 6+ and 7-, 390 usec, 65hz. The battery calculation showed 20 months based on the measured parameters, and it was noted that the patient had exceeded the battery longevity expectation which pointed to them using more stimulation output recently. The battery's voltage was at 2.90 volts. The patient noted that the stimulation sensation began to be not as strong about a year and a half prior to report, and the jolting sensation began about two months prior to report. The indication for use was degenerative disc disease. Additional information was received from the rep on (B)(6) stating that reprogramming was conducted per the doctor's request, and they changed the pulse width (pw) and rate without the patient feeling jolting. They were also reprogrammed with a different electrode configuration. The patient felt stimulation stronger than before when the rep increased amplitude.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.